Manufacturer narrative:
Investigation summary: a mz1000 china sample was not available for investigation; however, the customer confirmed the complaint sample was from lot 21115370. The feedback provided by the customer indicates that leakage was observed at the point of connection between the mz1000 china product and a bd power PICC line. Further information provided by the customer indicates no visible cracks or defects were observed on the mz1000 china product. As part of the feedback, the customer provided a video of the affected product; analysis of the video confirmed the customer's experience, as leakage can be observed at the connection between the mz1000 china and bd power PICC product. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 21115370 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the bd maxzero¿ needleless connectors there was leakage. The following information was provided by the initial reporter translated from chinese: "when the PICC outpatient team leader used the connector to connect the PICC catheter, he found that the connector and the PICC interface were leaking fluid."